Manufacturer narrative:
A visual inspection and functional testing analysis was performed on the returned device. The material deformation and stretched stent was confirmed. The activation failure and material rupture were not confirmed. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported that the stent delivery system (sds) stent became deformed and stretched during the procedure. In this case, analysis of the returned device confirmed the reported deformation and stretched stent. This type of damage can occur due to the interaction with the challenging lesion or an accessory device. Additionally, it was reported that the balloon ruptured and failed to activate. The balloon was pressurized to rated burst pressure, the balloon activated, and no rupture was observed; therefore, the activation failure and rupture were not confirmed. It is unknown what may have contributed to the difficulty during inflation. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment exceptions. Based on the CAPA review, there is no indication of a product quality issue.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with significant calcification. Pre-dilatation and atherectomy were performed; however, the 4.0x23 mm xience alpine stent delivery system (sds) could not cross the lesion and the stent mesh was twisted. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. Another xience alpine sds was used to complete the procedure. Returned device analysis identified that the stent was returned expanded and loose on the balloon and the stent was stretched. The account stated the device was inflated and the stretched stent occurred during the procedure. No additional information was provided.